Event description:
User reported 4 false positive results. Negative pcr. Fully vaccinated. This is report 4 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6),(B)(6),(B)(6) (3014862188-2021-02812,2813,2814: test 1,2,3 of 4).

Manufacturer narrative:
Report required by FDA for eua. Relates to c5207, c5208, c5209 (3014862188-2021-02812, 2813, 2814: test 1, 2, 3 of 4).

Event description:
User reported 4 false positive results. Negative pcr. Fully vaccinated. This is report 4 of 4.